Event description:
Reportedly after 5 months implant duration re-occlusion of the entire stented area. Patient needed pulse lyse, tpa angioplasty and cryplasty balloon as well as a stent implanted. See MDR 6000002-2007-00001 for same patient.

Manufacturer narrative:
Device not returned